Event description:
The pt contacted lifescan alleging that his one touch ultra meter was reading inaccurately erratic. The pt reported blood glucose results of "35 mg/dl and 276 mg/dl" with the lifescan meter, performed within 10 minutes of each other however, the customer service agent discovered through troubleshooting that the test strips had the presence of colored marks/tape. The pt explained that the strips "didn't look as white." The csa verified that the test strips were within expiration date, stored properly, and not opened longer than the discard date. No further control testing was performed. The pt neither alleged harm nor experienced injury or medical intervention. The meter, test strips, and control solution were replaced.